Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one opened by the account. The event report alleges the product was used in a surgical procedure. The visual inspection of the sample noted one suture and one needle. Upon microscopic inspection of the suture, the suture appears to have split under tension. A tactile and microscopic inspection of the sutures was performed with no abnormalities. Upon microscopic inspection of the suture, the suture appears too disengaged from the needle under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total knee arthroplasty. While pulling the needle through the loop for capsulorrhaphy, the suture broke. To correct the issue, the surgeon stopped using the suture and opened another. No patient injury or extension in surgical time. Patient status is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.